Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent unspecified cartridge issues. A cartridge change was performed to address the issue. Customer¿s blood glucose level was approximately 200 mg/dl. Although requested, no additional information was provided by the customer.